Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. During the evaluation, "service required" code was found in the ventilator's downloaded error log related to internal battery failed. The device did not pass the evaluation as specified in the service manual. The connectors are in good condition, the cabinet and other parts are in good conditions, it's necessary to replace both batteries by functional failure.